Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received the reported implant for evaluation (images are attached). Visual evaluation of the as returned device identified the implant with signs of use, bone debris on internal and external threads. The implant's collar was fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 61340235. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61340235 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician places implant in a patient with patient factors (e.g., bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented with a loose crown and a fractured implant. Te implant was removed.